Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on right eye at 1 day post-operative exam. It was noted the patient was asymptomatic. Topical steroid dosage (pred forte) was increased to treat the dlk. The pred forte will be followed by a taper schedule. Bcva from (B)(6) 2015: right eye pre-op 20/15 -6.00 x -1.00 x 12; left eye pre-op 20/15-6.25 x -.75 x 167.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.